Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. No patient was involved. Upon triage (B)(6) 2018, the service tech observed that the buzzer was not working (tone of the beeping) properly; there was no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service tech observing that the buzzer was not working (tone of the beeping) properly; there was no audio. A trend has been identified and a corrective and preventative has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.